Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that there was a no disposable clamp tubing alarm on a pump. Troubleshooting did not resolve the alarm. The patient did not have a back up pump with them. The customer reported that the patient was checking into the hospital to transition from remodulin to orenitram. There was no patient injury reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be performed. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).